Manufacturer narrative:
Damaged articulation gear teeth. Evaluation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged and no reload present. The returned device was tested for functionality with a test reload on the right articulated positon and the device fired malformed staples due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached as to what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure, the device would not articulate and was stuck in the bent position. Another device was used to complete the procedure. There was no patient consequence.